Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, the patient side cart (psc) would not charge when plugged in and would shut down when unplugged. An intuitive surgical, inc. (Isi) field service engineer (fse) ran a check through the subsystem controller and identified that the battery level was low. The fse swapped the psc with another da vinci system. The procedure was converted to another da vinci. Intuitive surgical, inc. (Isi) followed up with the fse and obtained the following additional information: the customer encountered a non-recoverable error 40006 prior to docking the psc to the patient. At the time the event occurred, the fse was on site performing preventive maintenance (pm) on the customer's second da vinci system. Due to the non-recoverable fault issue, a nurse requested assistance from the fse. The fse advised the customer to remove the instruments and power cycle the system; however, the system powered up with another unspecified error and all of the led indicators on the patient side manipulators (psms) were flashing red. The fse plugged the power cord to another ac outlet; however, the battery was still not charging. The fse completed the pm on the customer's second da vinci system approximately 40 minutes later. The psc from the second da vinci system was then used to complete the planned robotic procedure. According to the nurses, the patient had some unspecified "obstruction" in her lungs during the delay in the procedure. In addition, the patient had some unspecified ventilation issues. After completion of the procedure, the patient had also some trouble regaining consciousness. Isi followed up with the fse who spoke to the nurses again at the site but was unable to gather further information. The site declined to provide further information due to data privacy issues.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed the reported problem and replaced the battery to resolve the issue. The system was tested and verified as ready for use. A return material authorization (RMA) has been issued requesting to have the battery box and auxiliary power board returned; however, isi has not received the devices to confirm/identify any reportable failure mode(s). A follow-up MDR will be submitted if additional information is obtained. No image or video clip for the reported event was submitted for review. This complaint is reportable due to the following conclusion: during a da vinci-assisted pulmonary lobectomy procedure, just before docking the psc to the patient, the customer received non-recoverable errors. The psc was not able to charge when plugged in. When unplugged, the psc shut down. A fse ran a check through the subsystem controller and identified that the battery level was low. The fse swapped the psc with a second psc that the customer had. It took 40 minutes for the psc to be swapped with a backup. During this time, the patient had an unspecified "obstruction" in her lungs and experienced unspecified ventilation issues. The patient also had some issues regaining consciousness after completion of the procedure. The causes of the customer reported failure mode and complications are unknown. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Manufacturer narrative:
Additional information can be found in the following sections: g3, g6, h2, h3, h6, and h10. On 25-apr-2022, intuitive surgical, inc. (Isi) received the following additional information from failure analysis: the battery box was returned for failure analysis and the reported failure was confirmed. The overall battery voltage was 26.02. Battery 1 voltage was 13.03v and battery 2 voltage was 12.99v. The expected battery pack voltage is 27.60 volts (2.30 volts/cell) when full and on the float charge. When empty and no charge or load on the battery, the voltage is expected to be 23.20 volts (1.93 volts/cell). The unit was installed into the in- house test system and failed to start up with error 824 on the screen due to low battery. The unit will be sent to the original equipment manufacturer for replacement of both the batteries. The printed circuit assembly (pca) unit was returned for failure analysis, but the reported failure could not be replicated/confirmed. The auxiliary power board (apb) was installed onto a test system, where it ran through 10 power cycles and sat idle for one hour. When the power cable for the patient side cart (psc)was unplugged, there were no issues with charging the psc.

Event description:
Refer to h10/h11 for follow-up information.